Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure a piece of the cage chipped off while attempting to insert a plate. The chip was retrieved, the implant was removed and the case was completed using an alternate implant. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The part was not returned to zimmer biomet. Therefore, a product evaluation was unable to be completed and the complaint allegation is non-verifiable. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The fracture occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove.

Event description:
It was reported that during the procedure a piece of the cage chipped off while attempting to insert a plate. The chip was retrieved, the implant was removed and the case was completed using an alternate implant. There were no reported patient impacts or surgical delays.